Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse during patient infusion with unspecified antibiotics. The issue was further described as, "there were seconds remaining on the time to be infused and yet the bag was full. The primary bag does not seem to be any less in volume". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.